Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the patient was trying to give a bolus but the pump didn't calculate it correctly. When the customer was going to give themselves an ezcarb bolus, they were putting 21 grams of carbs, I:c ratio 1:8, then would go to add a blood glucose (bg) and put 10.0 mmol/l actual bg and 9.0 mmol/l for target bg, isf is 3.0 mmol/l. The pump was showing carb - 2.62 units and bg 0.00 units instead of 0.33 units. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.